Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 346 mg/dl, 207 mg/dl and 430 mg/dl. The customer states that she was sweating with the 346 mg/dl blood glucose result. She ate food and felt better 10 minutes later. No adverse event reported. New system sent to customer and return requested.